Event description:
The battery is beeping and the expiration date is 1/1/2023. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and returned pad-paks were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 26th august 2010 upon device receipt at heartsine the returned pad-pak (lot# j0509) was found to be depleted beyond any use, which had led to low battery fails in the history log. The user would have been alerted with a ¿warning low battery device service required¿ prompt, a flashing red status led and a failure chirp. Previous experience has shown that devices returned with symptoms including multiple manual power ups, mainly of ten minutes duration, may be attributed to a membrane failure. In this case the random nature of the events stored in the memory, the 10-minute timeouts, the measurements taken during the investigation and the high current drain would indicate a failed membrane. This had led to the premature depletion of the returned pad-pak from lot #j0509 prior to its expiry date and the low battery fails in the history log. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The battery is beeping and the expiration date is 1/1/2023. There was no patient involved in this event.